Manufacturer narrative:
Event occurred on unknown dates. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps were cracked resulting in the leakage of iodine during use. The patient has been in therapy for more than two (2) years. There was nothing extra forced applied to the minicaps during installation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.